Event description:
It was reported that during a angioplasty procedure, catheter withdrawal resistance occurred. The target lesion was located in the right coronary artery (rca). Following use of the crossboss catheter the physician encountered resistance removing the device over the wire. Due to the length of the procedure the physician commented that catheter may have tissue attached to the lumen. The device was successfully removed and the procedure was completed. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).